Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used venasesal as per the IFU using local anaesthesia to treat the great saphenous vein(gsv). No patient symptoms or complications were associated with this event. Tumescent infiltration was not utilized. Using ultrasound guidance, the vessel was mapped out noting any connecting perforator vein tortuous section, branches and accessories. The patient was prepped and draped in the usual fashion. Using micro-puncture technique, access to the vessel was performed and the guidewire was inserted into the vascular lumen without issue. A 7fr introducer sheath was placed over the guidewire and introduced into the vessel lumen. The dilator and guidewire were subsequently removed and exchanged for the venaseal catheter. It was manipulated under ultrasound guidance until it was greater than 5cm from the saphenofemoral junction (sfj). The patient was placed in trendelenburg position and the therapy catheter was advanced through the sheath and positioned appropriately. The venaseal therapy was then performed throughout with 3-minute initial pressure hold and changed to 30 second hold after subsequent injection as per IFU. Ultrasound of the junction was then performed with colour suggesting the junction was patent. Steri-strips were applied over the access site and an external compression bandage was applied. At least 15 aliquots were given in a 3 cm segment. Forty-five (45)cm of vessel segment was treated. The patient was given written and verbal postop instructions to wear support stockings for 2 weeks postoperatively & a follow up appointment for 1 week hence. The physician reported that the patient tolerated the procedure well with no immediate complications. It was reported that the follow up ultrasound scan showed patency throughout the treated vein but the area around knee was closed. There were segments of string like appearance in the middle of vein and other spots on the outer lining of the vein. It is reported the patient is alive and well. No patient harm was reported.